Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during nephrectomy procedure, the bag was not attached to the ring when deployed and completely detached from the ring. Thy opened a new device with same lot number to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Specimen pouch was partially detached from the ring. Biological residue was observed on the specimen pouch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to inadequate size of removal site where ring and specimen pouch would possibly not deploy properly; this could also occur if the device is partially deployed within a trocar. If information is provided in the future, a supplemental report will be issued.